Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info received regarding device was used for treatment, not diagnosis. No sample was returned for evaluation. The lot number is unk, therefore a review of the device history record could not be completed. No conclusion could be drawn, as sample was not received.

Event description:
Pt participated in a (B)(4) study of 1 or 2 consecutive level fusion between l2 and s1 using either autograft alone or dbx demineralized bone matrix putty with autograft. All pts received posterior fixation with either uss or click'x systems. Preoperative diagnosis was spondylolisthesis, pars defect. Pt was implanted with uss for supplemental fixation. Pt had been experiencing pain for 12 months. Surgery date was (B)(6) 2003 and postoperatively pt experienced dural tear and csf leak, requiring no treatment. This report is 3 of 14 for the same event. This complaint is on the left screw.